Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
The pt's parent report she had to perform an unscheduled tracheostomy change. Reportedly the pt was alert and conscious, however, she felt "clammy" and her respirations had increased. A "whooshing noise" was heard and the pt's ventilator began alarming. The parent called the pt's respiratory therapist who advised a trach change. After the change the pt had no further issues. The reporter did not note any defects or abnormalities on the removed device. No adverse event was reported.